Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-1005, driver/shaft/handles ns insts, batch number 052344, was received for investigation and upon visual investigation, it was noted that a part of the tip of the device has broken off (see evaluation picture 3). Further the impactor head shows signs of wear and tear (see evaluation picture 4). Functional testing was not performed due to the damage of the device. This is typically caused by wear and tear due to repeated use.

Event description:
It was reported that the staple driver has a broken tip. It was assumed to have been broken during a surgery. There was no harm for patient, operator or third party reported. No further information was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.